Event description:
On (B)(6) 2010, during a follow-up call for an unrelated alarm, the peritoneal dialysis (pd) nurse reported that the home patient (hp) had peritonitis. The patient was being treated with ancef 500 milligrams (mg)/liter (l), 1 bag each day for 14 days, tobramycin 20mg/l, 1 bag each day for 14 days and heparin, 1ml/l, 1000 units in each pd solution bag. On (B)(6) 2010, one of the clinic's peritoneal dialysis (pd) nurses (B)(6), provided the following information: the patient has end stage renal disease and diabetes and started on ambulatory peritoneal dialysis (apd) therapy in (B)(6) 2009 with local ambuflex. The date of diagnosis for this peritonitis was (B)(6) 2010 but the patient was not hospitalized. The patient self-administered antibiotics intraperitoneally at home as patients are trained to do so. There was no exit site or tunnel infection associated with this peritonitis episode. The nurse indicated that a pd effluent culture, gram stain, and cell count were performed. The only results available to the nurse indicate that the patient had coagulase negative staphylococcus. The nurse indicated that she did not know the cause of the peritonitis but that the patient's primary nurse may have this information. The patient's primary pd nurse was contacted on (B)(4) 2010 and stated that the cause of peritonitis is unknown, as there was no allegation of a device malfunction. The nurse did indicate that the patient uses homechoice cassette 5c4531c and transfer set product code 5c4483. The nurse also indicated that the transfer set the patient is using at this time (and at the time of the peritonitis diagnosis) was placed on (B)(6) 2010 and was not replaced after the diagnosis date. The nurse stated the patient has recovered from the peritonitis episode and had no further information to provide.

Manufacturer narrative:
(B)(4). The device was discarded.